Event description:
A customer reported receiving a minimum fill notification while attempting to load a new cartridge into their insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to clean the pump's pneumatic tap area and confirmed that loading a second cartridge using the proper technique resolved the issue, allowing the customer to resume insulin administration.